Event description:
It was reported that during a posterior lumbar interbody fusion (plif) l4-l5, the matrix reduction head popped off after placement on l4. The surgeon inserted screws at l4, placed simple standard pop on head l5, and then used reduction pop on head on l4. The surgeon tested it with a pop-on tool, at which point it was securely attached. The surgeon then put the rod into the screw head, put on the cap on l5 and l4. Upon tightening the screw, the reduction head of l4 popped off. Procedure was completed by pulling on the screw on l4 and replacing them. No broken pieces were present and the pt was unharmed. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the assembly fully intact. No scratches or marks were found. A review of the device history record did not reveal any conditions that could have contributed to the reported event. Additional product codes are mnh, mni, kwq, kwp.